Manufacturer narrative:
Correction h6 component code. This supplemental report is being submitted to provide the results of the final investigation. The customer reported non tuberculosis mycobacterium present in the rinse water of the reprocessor after preliminary results from the water testing of the facility's water supply showed a high concentration of bacillus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the endoscope reprocessor, the facility detected high concentration of bacillus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.